Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Analysis was unable to perform insertion complaint due to complaint is against sen-serter, due to customer returning sensor only and no needle.

Event description:
The customer reported via phone call that the needle part came off of the sensor upon its removal from the serter pedestal. The customer did not know the blood glucose reading. She stated that she went to load the sensor for insertion, and when she removed it from the pedestal, the sensor remained while the needle came off. She reported that the serter's catch arm was not bent. She stated that when she pressed the serter button, it did not fire and the sensor stayed stuck in the serter. She was advised to replace the complete sensor, including the sensor, pedestal and needle hub assembly, and return the device for analysis.